Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, covered a revision of a microport custom ptr today at musc. All parts removed were microport off the shelf, implanted in either 2007 or 2013 (they weren?t sure which), by dr in atlanta. The reason for the surgery was peri-prosthetic fracture above the tip of the stem which caused loosening of the femoral implants.